Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing sensor issues. Customer stated that he was inserting the sensor but the serter did not release properly. Customer's blood glucose was unknown. Customer's recent blood glucose was 47 mg/dl. Customer treated with glucose. The issue was resolved upon troubleshoot. Advised the customer the serter would be replaced. No further information provided.